Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up keypad button was intermittently unresponsive. Reportedly, there was no damage to the keypad and no moisture exposure or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be worn and the contrast symbol was illegible. There was no tearing or peeling observed in the keypad and all keypad buttons functioned normally during testing. As per procedure, the keypad was removed and evidence of contamination was found underneath the contrast, up, and down keypad button contacts. Product analysis could not duplicate the customer complaint. Unrelated to the keypad issue, the pump booted on with a dim red display. The dim display was replaced by a test display and the variance in color and contrast resolved. There was no vibration present. The pump was opened to investigate and there was no evidence of the motor pins being out of alignment. The pump vibration motor was replaced with a test motor and vibration resumed.